Event description:
The surgeon reported the patient's device was explanted in early 2009, due to a staph infection. The patient had been treated for an infection at the hospital two times previously (dates not reported). The patient has an implant in the contralateral ear. Reimplant surgery, in two to three months is planned but had not been scheduled at the date of this report, eleven days later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.